Event description:
Patient alleges the pump was not delivering basal insulin and bolus because she was experiencing elevated blood glucose levels; exact reading was not provided. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).